Event description:
Caller reported that customer had one pt who observed two positive hcg results on home pregnancy tests. When testing was performed in the customer's facility, negative results were observed using medi-lab performance hcg combo test. A repeat also gave negative results. A serum hcg was sent to the lab with positive result of 317.

Manufacturer narrative:
Investigation pending.